Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Unit received with cracked lcd glass and faded serial number label. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that there was crack on the display of the insulin pump. Troubleshooting was done for cosmetic damage. No further details given. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.